Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 350 mg/dl. The customer stated that she had high blood glucose levels and when she went to do a correction, the insulin pump alarmed. She also noted that when she bolused, the buttons scrolled very fast sometimes. Upon troubleshooting, it was found that the insulin pump was working as designed after a complete infusion set change. However, the customer was not satisfied that the insulin pump had not alarmed the night prior during her basal rate delivery. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to flatten dome switches. No numbers scrolling up noted. The device passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. No unexpected auto off alarm noted during testing. The unit had cracked display window corner and cracked reservoir tube lip.